Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The motor position encoder error alarm could not be confirmed due to erased history file. The drive support disk was inspected and no anomaly was noted. The device was also received with cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 11.1 mmol/l. Troubleshooting was performed and it was stated that the device was not exposed to a magnetic field and the drive support cap was recessed. No motor error alarm occur during rewind or prime and the insulin pump passed the displacement test. The insulin pump was returned for analysis.